Event description:
The customer reported that during deployment of a vasoseal es, the physician had difficulty retracting the j-segment on the vasoseal es temporary arteriotomy locator. After much manipulation, it seemed that the j-segment retracted and the locator was pulled out of the tissue tract. Upon removal of the locator, the j-segment was not visible. Fluoroscopy of the pt's distal extremity did not reveal the j-segment. No complications were reported.